Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), when the physician attempted to connect the y-connector to the 6 fr 100 cm .070 brite tip xb lad 3.5 guiding catheter he encountered resistance/friction and was not able to connect the device. The physician then used another brite tip guiding catheter with the same y-connector to complete the procedure successfully. There was no reported patient injury. The physician's comment indicated the incompatibility/fit issue was due to a deformity of the guiding catheter hub threads. There was no product issue noted upon inspection of the catheter after removal from the packaging. The product was prepped properly according to the instructions for use (IFU). There was no difficulty reported in flushing the catheter. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), when the physician attempted to connect the y-connector to the 6 fr 100 cm .070 brite tip xb lad 3.5 guiding catheter he encountered resistance/friction and was not able to connect the device. The physician then used another brite tip guiding catheter with the same y-connector to complete the procedure successfully. There was no reported patient injury. The physician's comment indicated the incompatibility/fit issue was due to a deformity of the guiding catheter hub threads. There was no product issue noted upon inspection of the catheter after removal from the packaging. The product was prepped properly according to the instructions for use (IFU). There was no difficulty reported in flushing the catheter. A review of the manufacturing documentation associated with this lot was performed and the following was found. Review of lot 15409456 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ninety-eight units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. Without the product available for evaluation, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the device history record review, and the fact that there was no difficulty flushing the product, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.